Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event, and a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported difficulty grasping and the clip becoming caught on the leaflet, resulting in difficulty removing the device, was related to challenging patient anatomy. The reported patient effect was determined to be a result of procedural conditions due to the clip becoming caught on the leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the undeployed clip was difficult to remove from the mitral valve leaflet, resulting in tissue damage. It was reported that this was a mitraclip procedure to treat mixed functional and degenerative mitral regurgitation (mr) with a grade of 4+ with challenging anatomy of anterior 2 (a2) leaflet/posterior 2 (p2) leaflet prolapse, a cleft at the posterior 1 (p1)and p2 leaflet segments and left atrial dilation. One mitraclip was implanted successfully on the a2 and p2 leaflets segments, reducing the mr to 2-3+. Clip delivery system (cds 50706u131) was advanced to the mitral valve. The anterior (a1) leaflet and p1 leaflet segments were grasped, without device issues, approximately 20-30 times. The mr however could not be adequately reduced due to the leaflet cleft. A stable grasp was unsuccessful and the operators were not confident with leaflet insertion. The procedure had been going on for approximately 6 hours and the decision was made to remove the undeployed clip and abort the procedure. This clip however, had become stuck on the anterior leaflet during grasping attempts. Standard troubleshooting techniques were performed to remove the clip. During clip removal, the clip caused chordal damage. There was no treatment provided. The cds, including the undeployed clip, were removed from the anatomy. The 1st clip remained stable on the leaflets. There was no clinically significant procedural delay. There was no additional information provided.